Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken on (B)(6) 2024 during which the entire system was explanted and replaced.